Event description:
The distributor's customer reported that the defibrillator controls did not function after switching the defibrillator for AED to manual mode. Function was restored after cycling the power.